Event description:
It was reported that a light sensitive drug set had a leak in the segment that goes into the infusion pump for administration of parenteral nutrition. There was no patient involvement as this occurred before patient use. No additional information is available. This medical device report is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. Should the device be received or any other relevant information be obtained that is related to the reported event, a supplemental report will be submitted.